Event description:
9/30/97 this is a reference only of the events that occurred during dr,s case posted for today. Orif rt. Elbow. Fx was reduced under c-arm. 1.7 k-wire guide pin was placed under c-arm, 2.7mm reamer was used over guide pin, and checked per c-arm. 50mm partially threaded 4.0mm screw was passed over guide pin and manually placed. On checking c-arm a foriegn body was noted protruding from end of screw. Dr. Re-positioned and rechecked under fluoro. Small incision was made and using a hemostat removed foreign body which appeared to be of metal, (resembling a stretched out drillbit) all instruments were checked for broken parts, none found. Rptr believes metal fragment to be threads from the screw placed.incident report made, director notified. This statment is for reference only.